Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the discovered symptom, which was reproduced. System error 105 were confirmed and were determined to be caused by a failed motor assembly. The failed motor assembly was replaced

Event description:
It was discovered during testing that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.